Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4; reference MFR. Report#: 1627487-2018-09365, reference MFR. Report#: 1627487-2018-09366, reference MFR. Report#: 1627487-2018-09367. It was reported the patient is not receiving adequate pain relief from the drg system. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2018-09365. Reference MFR. Report#: 1627487-2018-09366. Reference MFR. Report#: 1627487-2018-09367. Follow-up information revealed the patient underwent surgical intervention wherein the system was explanted.